Manufacturer narrative:
Patient received silvadene cream for preventative post care treatment healing. Treatment parameters were not followed per the clinical reference guide due to user error in the technique. The operator of the device treated over a skin fold, which is cautioned by the device's clinical reference guide stating: "do not treat over areas of deep, thick skin folds where the applicator may not cool the area adequately. Discomfort and adverse skin effects may result." Since the user error contributed to this event, the device was not evaluated. Blisters are expected side effects from laser procedures, but due to the severity of the patient's blister, this will result in a scar. This is a reportable event.

Event description:
Patient had a severe blister on the flanks from a laser procedure.